Event description:
It was reported by service report that the slotted spring pins in the side control brake/steer pedals were broken and there were sharp exposed edges. No patient involvement or adverse consequences are reported.